Event description:
It was reported that this right atrial (ra) lead for the pacemaker showed irregular signals on the presenting electrogram (egm). There was no capture noted for the ra lead and there was both oversensing and undersensing noted. Technical services (ts) recommended the lead be revised and programming changes be considered by the clinic. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead for the pacemaker showed irregular signals on the presenting electrogram (egm). There was no capture noted for the ra lead and there was both oversensing and undersensing noted. High pacing thresholds were also noted. Technical services (ts) recommended the lead be revised and programming changes be considered by the clinic. A lead revision was performed. This pacemaker remains in service. No additional adverse patient effects were reported.